Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-03389. It was reported the patient was not receiving effective therapy from the scs system as a result, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2019-03389. Additional information revealed that the ipg had become inoperable and was unable to communicate with external devices. In turn, the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.